Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Event description:
It was reported that the automatic implant detect functionality was always in progress and would not complete on the implantable pulse generator (ipg). The device was reprogrammed and remains in use. It was also noted that a lead exhibited low impedance. No intervention with the lead was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.